Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. It was stated that the customer took out the batteries and cap, but it did not solve the issue. The blood glucose readings were normal and did not require medical treatment.